Event description:
Information was received indicating that a pump with a smiths medical, cadd administration set, tubing became disconnected while the end user was sleeping. It was reported the bed was full of the drug that should have been given over 24 hours. No adverse patient effects were reported.